Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported that they had been experiencing "bothersome" nerve stimulation for several months now. The left ventricular lead was turned off as well as ventricular sense response and the device is operating as desired. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.